Manufacturer narrative:
Results: the benchmark 6f 071 delivery catheter (benchmark dc) distal tip was fractured approximately 96.0 cm from the hub. The fractured segments of the benchmark dc were connected to each other by the coil winding. The penumbra investigator severed the coil winding so that the catheter could be removed from the packaging. The benchmark dc was kinked approximately 98.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the benchmark dc distal shaft was fractured and kinked. This damage was likely caused by the packaging mandrel pinning the distal tip of the catheter to the plastic packaging tube. The packaging mandrel is fastened to the packaging card by penumbra, and is designed to remain on the packaging card during removal of the benchmark dc from the packaging. If this mandrel becomes separated from the packaging card and the benchmark dc is withdrawn through the packaging tube, the observed damage may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the tip of the benchmark 6f 071 delivery catheter (benchmark dc) broke off upon removal from its dispenser hoop. The broken benchmark dc was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new benchmark dc.